Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. A cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties appear to be related to calcification in the artery and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to an impella implantation procedure. Reportedly, a cuff miss occurred with the first proglide; it did not take. The second proglide device sutures were preplaced successfully. The sheath was upsized to 13fr. The procedure was completed and hemostasis was attempted with only the second proglide device; however, it did not achieve hemostasis. A third proglide had a cuff miss. A fourth proglide was used; however, the second and fourth proglide devices did not achieve hemostasis. A non-abbott device was used without success. The patient was sent to surgery for a cut down where severe calcium was discovered in the artery. Hemostasis was achieved during the cutdown. There was a clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information provided.